Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd two leads with the same lot number. It was reported the pt's programmer was auto reducing when he attempted to increase the amplitude. The sjm rep met with the pt twice, and reprogrammed the system. It was reported the pt had invalid contacts. The pt was to be scheduled for an x-ray at a future date.